Event description:
The physician reported that the increase in seizures is related to a loss of vns therapy. It was reported that the patient's seizures were back to the patient's pre-vns baseline frequency. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The generator was returned to manufacturer for analysis. Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs showing no signs of variation in the pulse generator¿s output signal and demonstrating that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an neos condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received which indicate the patient presents with a complaint of vns battery replacement, as the patient's mother states the patient is having frequent seizures.clinic notes dated (B)(6) 2013 indicate during the course of treatment, there has been significant improvement in seizures intensity, frequency, and duration. However, the patient's grandparents report increasing frequency of seizures.the patient's vns device was replaced on (B)(6) 2013.attempts have been made for additional information; however, they were unsuccessful. No additional information has been received.